Manufacturer narrative:
The reported event was confirmed, cause unknown. Visual inspection was done for the photo sample where it was noted that the pigtail at the lower end of the ureteral stent tube was fractured and damaged. The reported event is addressed within the labeling. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Correction: d,h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, during ureteroscopy lithotripsy, when opened the package and found that the pigtail at the lower end of the ureteral stent tube was fractured and damaged, so a new product was opened for surgery.

Event description:
It was reported that, during ureteroscopy lithotripsy, when opened the package and found that the pigtail at the lower end of the ureteral stent tube was fractured and damaged, so a new product was opened for surgery.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.